Event description:
On 01/15/1998 following a diagnostic procedure, an angio-seal device was placed. However, one day post device deployment the pt developed right foot numbness and short-distance claudication. On 01/22/1998 the pt presented to her physician. Her right pedal pulses were noted to be absent and her ankle brachial index on the right was reduced. An arteriogram was performed which diagnosed a right femoral occlusion. The pt was taken to surgery where the surgeon found the collagen to be intra-arterial with thrombus present in the base of the intimal disruption. The right cfa was found to be extremely diseased, therefore a right external iliac endarterectomy with bifurcation graft was performed. The pt reportedly tolerated the procedure well. As of 02/17/1998 there have been no further reports of complication or pt sequelae made to the MFR.